Event description:
Customer called to report a leak in the reservoir of the insulin pump. Customer stated that there is insulin all over the reservoir and it can be smelled. Customer's blood glucose reading was 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.